Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0ktke, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient still had concerns regarding their device or therapy but was working with their health care provider (hcp) or manufacturer representative. The patient had appointments on 2014-(B)(6), 2014-(B)(6), 2014-(B)(6), and 2014-(B)(6). The patient had an appointment coming up on 2014-(B)(6).

Event description:
It was reported that a patient did not have 50 percent or greater symptom reduction. After implant, she developed fluid at the implant site on (B)(6) 2014 and it eventually went away. The patient was involved in a motor vehicle accident and developed a bump near the device site. Reprogramming was done as troubleshooting and as an action to resolve the issue. The patient had an autoimmune disease, wasn¿t sure if it caused her to react that way, and wanted to know if it was possible for the implant to be rejected by the body. She had developed a blister where the trial lead wire came out, it was bandaged, and her healthcare provider instructed her to put a heat pack on it three to four times a day. The blister cleared on (B)(6) 2014. The day prior to the report, the patient felt a big bulge, like there was a bone pushing against her skin, and there was another big blister to the right of the trial lead site exit point. The patient wore jeans out and it caused her discomfort. The cause of the event was determined and wasn¿t device related. The patient recovered without permanent impairment.